Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During tha surgery, the drill shaft broke when the surgeon used it to the screw hole of the cup. The spare drill was used and the surgery was finished without problems.

Manufacturer narrative:
An event regarding crack/fracture involving detachable flex shaft was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: one device was returned for evaluation. Multi directional scratches are visible on the device. The device is fractured. Dimensional and functional inspection was not performed as the device was returned fractured. Material analysis: examination of the returned device with engineer indicated that the device is fractured due to an overload condition based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: a review of the device history records could not be performed as per document control DHR record was not located. Complaint history review:there have been no other similar events for the reported lot. Conclusion: the investigation concluded that trident driver shaft, crack/fracture was caused due to an overload condition. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During tha surgery, the drill shaft broke when the surgeon used it to the screw hole of the cup. The spare drill was used and the surgery was finished without problems.